Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise oversensing, with no pacing inhibition, was observed on this right ventricular (rv) lead. Pacing impedance measurements were found to be less than 200 ohms and pacing thresholds were noted to be high. This lead was subsequently removed and replaced. No additional adverse patient effects were reported.

Event description:
Additional information reported from the field representative indicated that the lead was not tested by a pacing system analyzer and fluoroscopy and x-ray revealed no anomalies. It was suspected that the lead had a microfracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead inner insulation was abraded through approximately 4 centimeters from the distal tip of the lead. The damage was most likely due to movement/interaction between the inner and outer coils. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.